Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump became unresponsive. During troubleshooting with tandem technical support, the pump became responsive and customer was able to resume insulin delivery. Customer had elevated blood glucose (bg) levels (269 mg/dl). Customer delivered a manual injection to bring bg levels to target range.